Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing caused by the reduction of r wave and larger t wave during exercise. During an in clinic review, auto setup was run and it failed in al vectors, the alternate sensing vector looks very different to compared to implant. A review of device data noted that a there has been a change in morphology overtime. The physician decided to keep the device programmed at the alternate sensing vector and noted that smart pass could not be reenabled. This s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing caused by the reduction of r wave and larger t wave during exercise. During an in clinic review, auto setup was run and it failed in al vectors, the alternate sensing vector looks very different to compared to implant. A review of device data noted that a there has been a change in morphology overtime. The physician decided to keep the device programmed at the alternate sensing vector and noted that smart pass could not be reenabled. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, this s-ICD was explanted at an unspecified date. No additional adverse patient effects were reported. This product was not returned. Additional information was received indicating the specific date of the explant. This product was not returned.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information has not been obtained at this time. Should additional information become available this report will be updated.

Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, the conclusion code known inherent risk of device was selected. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information has not been obtained at this time. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing caused by the reduction of r wave and larger t wave during exercise. During an in clinic review, auto setup was run and it failed in al vectors, the alternate sensing vector looks very different to compared to implant. A review of device data noted that a there has been a change in morphology overtime. The physician decided to keep the device programmed at the alternate sensing vector and noted that smart pass could not be reenabled. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, this s-ICD was explanted at an unspecified date. No additional adverse patient effects were reported. This product was not returned. Additional information was received indicating the specific date of the explant. This product was not returned.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information has not been obtained at this time. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing caused by the reduction of r wave and larger t wave during exercise. During an in clinic review, auto setup was run and it failed in al vectors, the alternate sensing vector looks very different to compared to implant. A review of device data noted that a there has been a change in morphology overtime. The physician decided to keep the device programmed at the alternate sensing vector and noted that smart pass could not be reenabled. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, this s-ICD was explanted at an unspecified date. No additional adverse patient effects were reported. This product was not returned.